Manufacturer narrative:
(B)(4), concomitant medical products: architect i2000 analyzer, list # 8c89-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed failed architect hepatitis b surface antigen calibrator 2 testing due to elevated result when reaction vessel (rv) lot 71558p100 was in use. An outlier result was obtained for the calibrator, however, no error code was generated. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Architect i2000 analyzer, list # 8c89-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
A pt underwent a catheter revision following a fall which had caused the pt to feel an increase of pain. The pt had developed a seroma around the pump which was located in the left abdominal area. The seroma was noted as being drained twice, with one/both of the draining procedures occurring on (B)(6)2010. Prior to the lead revision, the pt's dose was reduced to 1.5 mg/day of dilaudid (25mg/ml) and 0.0882 mg/day of bupivicaine (14.7 mg/ml). A fluoro test on (B)(6)2010, revealed that the catheter had moved out of the spine and was sitting in the tissue. It was noted that part of the catheter was removed, but the tunnel section was left in place due to difficulty with locating the catheter. A new catheter was placed, and was double anchored using v-wing anchors. Good cerebral spinal fluid flow was noted as being at every step of the implant. The pump pocket was opened, and was found to have had a hematoma present. A small area of white drainage was present, and a sample taken to determine a culture. The surrounding tissue was excised. The rest of the tissue was noted as being pink, without any other signs of infection. Antibiotics were given during the procedure. The pt stayed at the hospital overnight for observation, and was noted as doing well. No further signs/symptoms of infection had occurred. Additional info has been requested, and will be provided in a follow-up report as it becomes available.